Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was tested on the bench and using automated test equipment. The device passed all tests and no anomalies were found.

Event description:
It was reported that the patient was found at home in the morning, deceased. Upon interrogation of the device, inappropriate auto mode switch due to far-field r-wave oversensing was observed. It was speculated that this episode was recorded while the patient was asleep in the night. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.